Event description:
It was reported that the insulin pump alarmed and the screen is going black. The insulin is shooting out during the prime process. The blood glucose reading is 65 mg/dl. The drive support cap is protruded. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed displacement test and selftest. No black screen noted. The insulin pump alarmed during basic occlusion test due to loose/protruded drive support disk. Cracked case on lcd display window corners noted.